Event description:
Patient presented to the ER after feeling skipped heartbeats. Upon interrogation, an increase in rv lead impedance observed. Patient was transferred to another hospital, the lead was capped.

Manufacturer narrative:
Na